Manufacturer narrative:
Section d10: device available for evaluation? Yes. Returned to manufacturer on: 10/21/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed lens damage and viscoelastic residue on the optic body and haptic, which is consistent with a lens that was handled during explant. The lens was cleaned, and lens damage was still observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/not provided, but best estimate is between (B)(6) 2019 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that patient is post radial keratotomy (rk) and has a panoptix toric in the other eye. The patient is very unhappy with the symfony intraocular lens (iol) in the right eye. Through follow-up, it was learned that the patient had blurred vision at distance uncorrected. There was no loss of 2 or more lines best spectacle corrected visual acuity(bscva). Pre op va: 20/70 sc 20/40 cc post rk (remote) and post operative visual acuity (va): 20/60 sc 20/25-1 cc near j5 sc. Additional information provided that the lens was explanted. No additional information was provided.